Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was brittle and breaking. No pt involvement or adverse consequences are reported.